Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (2) pcu old keypads will need to be replaced due to reports of keypad open circuits . The customer confirmed that there was no patient involvement.

Manufacturer narrative:
The customer reported complaint of the keypad being replaced due to open circuits was evaluated. The keypads were confirmed to have faulty system on keys and a nonfunctioning ac indicator lights. One keypad had various keys not functioning. Physical inspection noted 2 out of 2 keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. During external inspection, the keypads were in good condition with no issues observed. The front case keypads were connected to the cad pcu test fixture for functional testing. The system on keys did not function and the ac indicator lights did not illuminate on the keypads after plugging in the power cord. All other keys on one keypad were functioning as intended. One keypad had various keys not functioning. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 01/23/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/23/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed (no production failure records / or state number of production failure records indicated) were opened for the source device.

Event description:
It was reported that (2) pcu old keypads will need to be replaced due to reports of keypad open circuits . The customer confirmed that there was no patient involvement.